Event description:
It was reported through remote transmission that high, out of range, high voltage lead impedance was observed on the right ventricular lead. Lead monitoring was recommended. The physician will continue to monitor the patient. No patient symptoms or status was reported at the time.